Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the table to be operating according to specification. The table was returned to service. The beach chair should be attached to the seat section of the 4085 surgical table for proper use and operation. After speaking with user facility personnel, the technician determined that user facility personnel incorrectly attached the smith & nephew beach chair to the head section causing the table to become unstable and tip. Immediately after, the user facility personnel attempted to attach the beach chair to the leg section and the table became unstable and began to tip again. The 4085 surgical operator manual states (1-2), "warning - instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using accessories manufactured and sold by other companies on steris surgical tables." The technician counseled user facility personnel on the proper use and operation of their surgical table, specifically properly attaching the smith & nephew beach chair to the seat section of the 4085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of a procedure a patient was transferred from a stretcher to their smith & nephew beach chair that was attached to a 4085 surgical table and the table began to tip. The beach chair was then reattached to a different manufacturer's surgical table, the patient was transferred to the beach chair, and the procedure was completed successfully. No report of injury.